Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and pressure tested. Result: no damage was found to the breathing circuit during the visual inspection. The pressure test revealed that the breathing circuit was within specification. No fault was found with the device. A lot check could not be conducted as no lot information was provided. Conclusion: we are unable to determine what caused the leak as reported by the customer as no fault was found with the returned complaint circuit. The leak the customer experienced was most likely due to the feedset not being connected to the waterbag during the leak test. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt380 breathing circuit state: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a rt380 adult dual heated evaqua2 breathing circuit failed the leak test on a evita xl ventilator. It was further reported that a hole was present on the expiratory limb of the breathing circuit. This was found prior to patient use.